Event description:
The event is reported as: et tube cuff would not deflate upon pre-testing prior to use. No patient injury reported.

Manufacturer narrative:
Device sample has not been received by manufacturer in time for this report. DHR review revealed no issues related to this complaint. Complaint cannot be confirmed at this time due to lack of sample to investigate.